Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation and under sensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: to h6 coding for additional surgery did not occur.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was not explanted and will be continued to be monitored.

Manufacturer narrative:
Correction: to b1 b5, h1 and h6 correction to device not explanted.